Manufacturer narrative:
It was determined that the AED had been stored in an outdoor cabinet which sustained damage due to fireworks set off in close proximity. The AED itself also suffered physical damage. The customer was advised to remove the AED from service. The root cause of the failure was attributed to damage sustained from the fireworks. When a device is dropped or exposed to significant vibration or shock, internal components may be compromised, leading to malfunction such as failure of the audio system.

Event description:
A customer reported they stored their AED in a designated outdoor cabinet. During a public event, fireworks were set off in close proximity to the cabinet, resulting in damage to both the cabinet and the AED unit. The AED failed to deliver audible promts after the event. They reported that this did not occur during patient use.